Event description:
The advocate questioned the performance of the contour next link. Her son had a seizure during the night, and she suspected his blood glucose dropped to 30-40mg/dl. He was taken to the hospital. Treatment was not discussed. The son also had a non-diabetes related medical issue. Further information was not provided. Advocate was advised to return the test strips for evaluation. New meter and strips were sent.